Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1, a2, a3, a4, g5, 510k#: device is a veterinary product. No patient information will be reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is for a veterinary complaint; there was no human patient involvement. It was reported on an unknown date, 6 mild infected implants are removed. The patient was in adverse situation and required revision surgery. The patient has consequences. The revision surgery scheduled for (B)(6) 2021. This complaint involves unknown number of devices. This report is for (1) vet lcp pancarp arthrod plate 2.7/3.5 12. This is report 1 of 3 for (B)(4).